Event description:
Head no longer stays securely attached to the hand piece - oral-b [device breakage]. Comes loose - oral-b [device connection issue]. Manufacturing issue - oral-b [manufacturing issue]. Case narrative: 55-year-old female consumer via phone stated that the oral-b io toothbrush head no longer stayed securely attached to the oral-b io9 toothbrush hand piece, and it came loose mid-brushing. No injury was reported. (B)(6) 2023 case update: the suspect product lot was ab13011325. No injury was reported.

Manufacturer narrative:
25-sep-2023 product investigation results: manufacturing issue was investigated. Corrective action is in place.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head no longer stays securely attached to the hand piece - oral-b [device breakage]. Comes loose - oral-b [device connection issue]. Case narrative: 55-year-old female consumer via phone stated that the oral-b io toothbrush head no longer stayed securely attached to the oral-b io9 toothbrush hand piece, and it came loose mid-brushing. No injury was reported.